Event description:
It was reported that the pt underwent a pelvic floor repair procedure in 2007. The pt experienced erosion of the vaginal wall and other tissues and developed an infection. The pt has had add'l surgeries, including excision of the mesh twice in 2008 and twice in 2009. No add'l info was provided at this time.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00034. The same pt is represented in each medwatch.